Manufacturer narrative:
The apollo catheter has been returned and evaluation is in progress. A follow-up MDR will be submitted when the investigation is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report of unintentional apollo catheter tip detachment during liquid embolic injection. The apollo catheter tip was left inside patient's vessel. No friction or difficulty was experienced during the injection. No force used to remove the catheter. The catheter tip was entrapped / stuck. This event occurred during the treatment of a dural avf. The vessel anatomy was reported to have been moderate in tortuosity. The devices had been prepared and used per the instructions for use (IFU) including flushing of the catheter. There were no reports of symptoms or intervention in relation to this event.

Manufacturer narrative:
D10: device available for evaluation - additional information g4. Date MFR rec ¿ additional information h2: type of follow up - device evaluation h3: device evaluated by manufacturer- additional information h6: codes updated the device was returned for evaluation and the clinical observation was confirmed. As received, apollo micro catheter was returned found 3.0cm detachable tip was found to be detached from the apollo micro catheter. The detached tip will not be returned as it remains within the patient. Therefore, any contributing factors from the detached tip could not be assessed. Upon visual inspection, no irregularities were found with the apollo hub. No bends or kinks were found with the apollo catheter body. The ldpe coupling tube overlap length was measured and found within specification. No other anomalies were observed. Based on the returned device analysis and reported information, tip premature detachment (during navigation or repositioning) can be caused by detach joint ldpe overlap length too short. However, the detach joint ldpe overlap length was measured to be within specifications. Tip premature detachment can also occur due to too much vessel calcification (tip gets caught and dislodges), repositioning of the micro catheter while it is in a wedged position or with vessels that are in vasospasm, or use of incompatible guidewire. It was reported that the catheter tip was entrapped / stuck which contributed to the tip premature detachment issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.